Event description:
It was reported that the atrial lead had an increase in impedance which was concerning for fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found that the distal conductor was fractured and stretched. All conductors had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer insulation was breached cut, had a white substance on it and had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was stretched.